Manufacturer narrative:
The erbe esu and footswitches were thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (note: some unrelated service work was performed on the esu.). The footswitches were also checked. No issues were found with the footswitches that would have caused or contributed to the event (note: some unrelated service work was performed on one of the footswitches.). In conclusion, no issues were found with the evaluated equipment that was related to the reported incident. There are many possible scenarios for the cause of the event. The most plausible explanation of the thermal effect to the physician involves the instruments. Most likely, the insulation of the instrument(s) was non-existent or insufficient (or breached). During the activation of the instrument(s) in the procedure, thermal energy was advertently transferred to the physician's hand. In regards to the burn/necrosis to the patient's forearm, the issue in all probability was caused by pressure during the procedure. But, a second current path to the area could also have caused the burn. Nevertheless, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in an external fixation of the upper extremity. The esu was used with erbe footswitches (part numbers 20188-013 and 20189-009). Additionally, a monopolar electrode and forceps were used, but there were no details provided regarding these instruments. During the procedure, the surgeon experienced some thermal effect to a finger on his right hand and the doctor's elbow was in contact with the patient's forearm. Then, it was discovered that the patient's forearm had 2nd degree burn/necrosis of approximately 3 cm x 1.5 cm. The patient's wound was bandaged to address the issue. Note: the generator is a similar unit that was distributed in the u.s. The esu was distributed by an erbe elektromedizin (B)(4) distributor to a hospital in (B)(6).